Event description:
The customer was hositalizied for high bgs but released the same day. Troubleshooting was performed. The pump was not delivering the insulin. However the device passed the functional testing. It was stated that the cannula was bent and the customer was experiencing pain and discomfort at the site. A replacement pump was requested.